Event description:
It was reported to philips that the system's geometry module was not working, which can impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.